Event description:
An attempt was made to deploy a 2.5mm diameter x 9mm length endeavor sprint rx in to a patient. The target lesion, located in the proximal circumflex was described as a complicated lesion with 90% stenosis. It was reported that the procedure started by stenting an ostial om and jailing the circumflex; then a 3.0 mm diameter x 24mm length endeavor stent was deployed into the mid circumflex; then the relevant stent was advanced through a the jailed circumflex stent; however, as some difficulties were experienced, during advancement the relevant device was withdrawn through the jailed stent and upon withdrawal, the relevant stent dislodged in vivo. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: previously deployed stent. Stent dislodgement. Evaluation, conclusion: previously deployed stent.